Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacture's database indicated the patient died approximately eight months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A white substance was noted on the proximal end of the lead segment. A cosmetic depression was noted on the outer insulation at the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression was noted on the outer insulation at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.